Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a flo-gard infusion pump with an "oclusion" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.additional information: a service history review revealed no previous service events were related to the reported condition.the device history record review revealed that the data card was discarded per doc. 20j retention period.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an "occlusion"; this event may have been a false occlusion alarm. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.